Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Technical service discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Information from the field indicated that the high out of range measurements were isolated to the proximal coil configuration. No further testing was performed. The device was reprogrammed to distal coil to can with maximum energy shocks. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.